Event description:
The device was explanted due to suspected premature battery depletion.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and the estimation was found to be just outside of normal limits. The device's functionality was tested, and all device power consumption measurements were normal. The cause of the premature battery depletion remains undetermined; however, it is believed that possibly higher pace settings may have been in place that would have affected the longevity calculations.